Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. It was unable to prime during the prime test due to faulty force sensor resistor. The no delivery test or occlusion test could not be performed due to the prime anomaly. The device also had a cracked display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, scratched lcd window and missing endcap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. She also reported experiencing low blood glucose of 55 mg/dl, which was treated with glucose tablets. During troubleshooting, the customer stated that the drive support cap was recessed. The customer indicated that she went through the airport body scanner with the insulin pump. She stated the device has a cracked reservoir compartment. The device was returned for analysis.